Event description:
Revision due to osteolysis and polywear. Upon attempted insertion of the new insert it would not lock into the tray. No significant extension of surgery time and another insert was used without incident.

Event description:
Revision due to osteolysis and polywear.